Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection revealed that the sterile bag was unopened and the sterile paper (tyvek) had been torn. The unit box in which the actual sample had been contained and the cushioning materials inside it were inspected visually and found to have been deformed in multiple points. It was not possible to clarify the timing when these deformations had occurred. Magnifying inspection of the tear in tyvek revealed that the tear had occurred from the inside toward the outside of the sterile bag. The thickness of the sterile bag was measured and confirmed to be equivalent to that of a factory-retained sample. Visual inspection of the sampling system, which had positioned under the torn section of tyvek confirmed there was not a burr or other visible anomaly that could lead to the tear. IFU states: this device is sterile and non-pyrogenic in the unopened, undamaged package. Inspect the device and package carefully. Do not use if the package and / or device is damaged, or if caps are not in place. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that an excessive load was applied to the unit box containing the actual sample, causing a tear at the site where the reservoir was in contact with tyvek. As one of the possibilities, it is presumed that the unit box containing the actual sample was subjected to an excessive load during handling in the transportation and storage period; however, from the available information including the state of the actual sample, it could not be determine the timing when it was subjected to such a load. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional-requested, not provided. Occupation-requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox device was used pre-treatment. When the hospital opened the package for inspection, the tyvek of the inner package was found broken. The procedure outcome was not reported. The patient was not harmed.